Manufacturer narrative:
Final analysis found that the backup was confirmed. The root cause of the backup operation could not be determined. The device operated according to specifications during failure analysis.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented for routine follow up. Upon interrogation, the pulse generator exhibited backup vvi mode. Due to the patients dependency no troubleshooting was performed. No patient symptoms were reported. An attempt to explant the device on (B)(6) 2014 was unsuccessful. The device remained implanted.

Manufacturer narrative:
(B)(4).

Event description:
New information notes the lead was explanted.